Event description:
I have used dexcom g6 continuous glucose monitor for about 8 months with no problems. In (B)(6) 2022 I developed serious skin irritation with a new batch of cgms, including redness, blisters, and peeling skin. I speculate the provider, "diabetic warehouse," may have been using an older batch, or the manufacturer, dexcom, switched adhesive. The attached photo was taken (B)(6) 2022 three days after the removal of the device. The other photo is lot and batch number of the device. FDA safety report ID# (B)(4).